Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer on troubleshooting steps, but the pump failed to respond. As a resolution, technical support arranged for a replacement pump with updated software to be sent to the customer, ensuring they were informed about training availability and backup insulin delivery using multiple daily injections. The customer was advised on the process for returning the faulty pump.